Event description:
Per the clinic, the patient experienced wound dehiscence and infection at implant site (date not reported) and subsequently was treated with antibiotics (specific type, date, and duration not reported). The patient also underwent skin revision surgery (specific date not reported) to close the wound, however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2024 and there are no plans to reimplant the patient with a new device as of the date of this report.